Event description:
It was reported that the patient's spouse had called the ambulance for the patient with hypoglycemia. The patient's blood glucose levels declined to 2.2 mmol/l (40 mg/dl) while wearing the pod. Symptoms reported include confusion, dizzy, trembling, tired, hungry, loss of consciousness and feeling. The patient was treated with drinking lemonade and eating. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance, loss of consciousness and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.